Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pace impedances of greater than 2000 ohms. Further evaluation of the lead was recommended by boston scientific technical services (ts), but at this time, no further information could be obtained. The lead remains in service. No adverse patient effects were reported.